Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported there was an alleged overdischarge. The caller reported there was no communication with the ins and the patient had not recharged for about six months. The caller was to perform a pmr (physician mode reset) and then clear the por (power on reset). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and manufacturing representative. It was reported that the overdischarge and power on reset (por) have been resolved.